Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., d.9., h.3., h.6.

Event description:
Device has been explanted.

Event description:
Patient reported left side ¿deflated, has air bubbles, and that the nodule/ cap where the implant is closed off is protruding through at skin level.¿ also, healthcare professional reported left side deflation and bubbles. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, opening on valve, crease flat and white particles inner the shell. Leak test and microscopic analysis was performed which identified: crack opening on valve and striated opening on anterior. The air bubbles were possibly due to the opening crack in the valve; however, it is not considered workmanship since it is an explanted unit and did not come in its original packaging. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening assessed as surgical damage consist in the use of some surgical tool. The air bubbles were possibly due to the opening crack in the valve. The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: deflation, extrusion.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Patient reported left side ¿deflated, has air bubbles, and that the nodule/ cap where the implant is closed off is protruding through at skin level.¿ also, healthcare professional reported left side deflation and bubbles. Device remains implanted.